Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified common femoral artery. A non-bsc guiding sheath was inserted from right common femoral artery to the left external iliac artery. A non-bsc guide wire was advanced to the lesion. The physician attempted to use a 7.0mmx60mmx135cm (4f) sterling balloon catheter however, the balloon ruptured at 10 atmospheres. The number of inflations is unknown. The procedure was completed with a different device. No patient complication was reported and the patient's status was good.